Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: screw fractured. Event description: it was reported that during surgery, surgeon was advancing screw into cuneiform when feeling resistance, still attempted to advance further. The x-ray showed that the tip of screw was hitting far cortex. After attempted to remove screw, the thread portion of screw remained in the patient bone. Review of received data: one undated x-ray has been received, which might have been taken during surgery. It can be seen that there is a spiral object inside the patient's bone. The wire which is visible might be a guide wire, however, it is not aligned with the screwing direction. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - surgical technique: the surgical technique for the minican system has been reviewed. It is mentioned that the surgeon is supposed to "drill bicortically over the guide wire using the cannulated drill. Determine the drill depth with image intensifier. Use the depth gauge over the guide wire and measure to determine the appropriate screw length. Inserting the screws with inappropriate instruments may damage the screws. Do not use damaged screws. Insertion of 2.7 screws: cannulated screws must always be inserted over the 1.0mm guide wire. Screw removal: since the screw head might be buried within the bone, removal is not usually indicated." Root cause analysis: root cause determination using rmw: - breakage of implant due to lack of adequate strength. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. - breakage of instrument due to inadequate design for intended performance. => not possible -> a systematic issue with design would have been detected as part of the issue evaluation. - breakage of implant due to explanted implant is used for new implantation surgery. => possible, as it cannot be excluded based on the available information that the screw has been reused. - damage of implant / jammed implant (screw) due to wrong design of the various screws. => not possible -> a systematic issue with design would have been detected as part of the issue evaluation. - wrong screw implant selection due to wrong scale designed. => possible, as it remains unknown which depth gauge has been used. - malfunction, insufficient device performance or durability due to 1) user´s disregard of manufacturer´s recommendation 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse) 3) abnormal use beyond risk control. => possible, as it cannot be excluded based on the available information. - failure of surgery due to use of the device not complaint with defined indications. => not possible -> there is no indication for an off-label use. - wrong alignment due to image intensifier is not used. => possible, as it is unknown whether the drill depth has been determined with image intensifier. - failure of surgery due to wrong selection of components or use in combination with device outside the system. => not possible -> there is no indication for an off-label use. - implant damage due to insert the screw to hard. => possible, as a too high screwing force might have led to the fracture of the screw. Conclusion summary: it was reported that the threads of the screw came off and remained in the patient bone, after the screw has been screwed against resistance into the far cortex. As neither the product has not been returned nor any picture of the screw has been available, it cannot be confirmed that the spiral object inside the patient's bone is part of the screw. It cannot be recreated how the threads can come off the screw. Additionally, neither the dimensions nor the material of the device could not be tested. However, no further events have been reported for this part number. As the screw is intended to stay implanted, the biocompatibility is given if the spiral object has been part of the screw. However, based on the given information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was requested and is currently not available. As no lot number as provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A surgery was performed on (B)(6) 2017 on the left body side. It was reported that the surgeon was advancing the screw into cuneiform, was getting resistance, attempted to advance further. A x-ray was taken and following it was noted that the tip of screw was hitting far cortex. Attempted to remove screw and when explanted, thread portion of screw was broken and left in patient.